Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported paramedic treatment for hypoglycemia and loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h / 2016. Checking your blood glucose 7, page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: if you get a ¿low treat your low bg!¿ reading and feel symptoms such as weakness, sweating, nervousness, headache, or confusion, follow your healthcare provider¿s recommendation to treat your hypoglycemia.

Event description:
The patient reported that her blood glucose reached 30 mg/dl while wearing the pod between 36 and 48 hours. The patient was treated for hypoglycemia and loss of consciousness by paramedics with IV fluids.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported hypoglycemia was found.